Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level a blank display. The customer¿s blood glucose level was 600 mg/dl. The customer was hospitalized due to bronchitis. The customer also stated that the screen was blank and cannot get the pump to do anything and already tried with a new battery. The display was not blank less than 30 seconds. Customer stated display was blank currently. It was reported that the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, peeling serial number label and minor scratches on lcd window.